Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the lead safety switch was triggered on the right atrial (ra) lead, changing it to unipolar configuration, due to high out of range pacing impedance measurements of greater than 2500 ohms in bipolar configuration. When tested in unipolar the impedance measurement was 430 to 460 ohms. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray. No adverse patient effects were reported. The lead and device remain in service.